Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the distal clevis. Material appears to have burnt off from the charring that occurred on the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the distal clevis show thermal damage. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like there is thermal damage to the distal clevis and monopolar yaw pulley caused by arcing due to unintended energy delivery.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had an electric leakage that occurred in the insulated position of the instrument's head. The procedure was completed with no reported injury.